Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported the patient underwent a right total hip arthroplasty on march 5, 2002. Subsequently, the patient was revised on (B)(6) 2015 as patient was experiencing micro-motion in the anterior part of the shell. The shell, liner and modular head were removed and replaced.